Manufacturer narrative:
Findings: pump passed displacement test. Pump passed the error test. No alarm noted. Pump passed the self test. Pump received with normal operating currents. Pump received with cracked belt clip slot and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 444 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.